Event description:
Terumo medical corporation received the reported information. The nurse reported that the patient had injection site reactions when injected with sublocade. Injection was given on the luq by another nurse. Patient had her injection on (B)(6) 2025. She presented to the clinic on (B)(6) 2025, with an open, red, purulent, and painful abscess at the injection site. She started noticing the reaction 2 days post-injection. This is not her first injection. First dose was on (B)(6) 2025, second injection on (B)(6) 2025. She is on sublocade for oud. Patient was also put on doxycycline hyclate 100mg bid for 7 days. The wound is healing. Patient is on lisinopril 10mg, hydrochlorothiazide 12.5mg, and levothyroxine 112mcg one tablet daily. The patient does not have a history of injection site reactions; the nurse considers the reaction as severe. The nurse stated that another nurse administered the injection, and there were no complications. She added that she administered lidocaine 3ml sc before the injection, so the injection was pain-free. Additional information was received on 04dec2025: she reported that she used lidocaine 3ml with the injection and patient had adequate subcutaneous tissue. The patient condition was not confirmed.

Manufacturer narrative:
F9: potential age - 26 month(s), 30 month(s)